Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information. The second perclose proglide, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a posterior cuff miss as the posterior cuff remained in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff. The posterior remained undisturbed and there was no needle strike mark at the posterior foot, indicating that the posterior needle was deflected away from posterior foot pocket instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. The posterior cuff miss during the needle deployment and subsequent link pull from the anterior cuff would directly result in a failure to retrieve the suture while retracting the needle plunger and this could appear very similar to a suture break. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent link pull from the swage end of the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The instructions for use (IFU), under the smc device placement section, states: while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. No manufacturing or quality deficiency was detected. Because needle to cuff miss is generally associated with technique issues or patient anatomical conditions, multiple occurrences of this failure mode are not an indication of a potential problem with this lot. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Overall, in review of this incident, there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a percutaneous coronary intervention procedure. Reportedly, after the needles were deployed a suture break occurred. The device was removed and a second proglide device was used with the same results. A third proglide was prepared but could not be used because arterial access was lost before the device could be inserted into the patient's body. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.